Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not able to do telemetry with the patient programmer and they had a return of symptoms. Both of the issues occurred on the same day. The patient programmer would not work with or without the antenna. The implantable neurostimulator (ins) was programmed to 0-, 2+ at 3.7v, 180 usec, and 80 hz on the left side and 9-, 11+ at 3.7v, 180 usec, and 80 hz on the right side. Impedances were estimated to be 690 ohms on both sides. A longevity calculation estimated the ins to last 21 months. In november 2014, the ins was at 2.945v. The healthcare professional (hcp) planned to meet with the patient on the day of this report. The patient was going to have surgery to address contracture in the head because there was too much tension on the lead and extension due to skin contracture. No components were replaced during the surgery and more slack was created for the system by manipulating the existing lead and extension. Follow up with the hcp indicated the case of the event was determined and it was device related. The ins was powered off, but the patient¿s tremor 100 percent resolved after turning the ins back on. The patient had a 50 percent or greater symptom reduction and they had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va06yum, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# va05cba, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3387s-40, lot# va06yum, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# va05cba, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).